Event description:
A surgeon reported that during intraocular lens (iol) implantation in a pediatric patient one of the haptics detached and the other one (posterior) was distorted but remained attached. The iol was removed and replaced during the same procedure. The incision was enlarged and the capsular bag was slightly affected. The surgeon confirmed the patient did not experience any postoperative consequences but was unwilling to provide further details.

Manufacturer narrative:
The product was returned for analysis, one haptic is pulled out of the optic, the other haptic is bent, and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. The product investigation could not identify a root cause for the reported damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. It is noted that the implantation was for a pediatric patient, with an aphakic right eye, post-traumatic cataract. (B)(4).